Manufacturer narrative:
Submit date: 03/15/2017. An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the banded pack had 8 gauze instead of 10. No patient involvement.

Manufacturer narrative:
There was one (unused) sample submitted with this complaint. The reported condition was confirmed. A visual inspection of the sample confirmed that only 8 out of 10 pieces of gauze were present. The exact root cause of the reported condition could not be determined with the available information. However, several possible root causes exist. First, the scale challenge for weight count may not have been set up correctly on the autobander. Second, added variables such as material variances could have contributed to a weight failure for the scale on the autobander. In addition, product originates from the covidien plant and then goes to another source (e.g. Kitpacker), where it is possible that sponges could have been miscounted during the outside process. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, operators are required to inspect for correct banded count during production. A formal corrective / preventive action (CAPA) has been opened to optimize the autobander process in which a process failure mode effects analysis (pfmea) has been updated to include this issue and identify the occurrence. A rotation of stacked sponges will be removed from the process and validation activities will be performed. This CAPA is currently in the implementation stage. This information will be utilized for trending purposes to determine the need for additional corrective actions. Finished goods testing that is currently being performed is at a heightened level for products packaged using banded 10¿s for miscount. This heightened testing is performed to ensure containment for the reported condition. If information is provided in the future, a supplemental report will be issued.